Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: the patient experienced iliac artery hemorrhage on the day of the procedure. On (B)(6) 2024, the 69-year-old female patient was routinely treated for thoracic aortic aneurysm with placement of a proximal zta-p-32-201 and a distal zta-p-40-217, starting in zone 3. The study procedure included placement of a covered stent to the left iliac artery and femoral artery reconstruction. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On the day of the procedure, the patient experienced hemorrhage/active bleeding from the right external iliac artery. On (B)(6) 2024, the patient underwent secondary intervention, which was endovascular placement of a right external iliac artery stent. The site noted this was not related to the study device, related to the procedure and aortic disease. They noted ¿during the procedure, an area of weakness was created in the wall of the right external iliac artery, which then ruptured.¿ the 1-month visit on (B)(6) 2024 did not include imaging but noted that no adverse events had occurred since last contact. On (B)(6) 2024 (146 days post-procedure), follow-up CT revealed patent study devices, no evidence of thrombus, no device issues, and no endoleaks. Although the site noted that external iliac artery hemorrhage was not device-related, crn assessment cannot rule it out. Patient outcome the secondary intervention was noted as successful.

Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog#: zta-p-40-217 and zta-p-32-201 d4) lot#: e4525231 and e4472409 g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. After investigation the event is no longer considered reportable as it is assessed to be a side effect and not due to the device. Summary of investigational findings: from a post-market study cook became aware of this event. The patient experienced iliac artery hemorrhage on the day of the procedure. On (B)(6) 2024, the 69-year-old female patient was routinely treated for thoracic aortic aneurysm with placement of a proximal zta-p-32-201 and a distal zta-p-40-217, starting in zone 3. The study procedure included placement of a covered stent to the left iliac artery and femoral artery reconstruction. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On the day of the procedure, the patient experienced hemorrhage/active bleeding from the right external iliac artery. On (B)(6) 2024, the patient underwent secondary intervention, which was endovascular placement of a right external iliac artery stent. The site noted this was not related to the study device, related to the procedure and aortic disease. They noted ¿during the procedure, an area of weakness was created in the wall of the right external iliac artery, which then ruptured.¿ the secondary intervention was noted as successful. Although the site noted that external iliac artery hemorrhage was not device-related, crn assessment cannot rule it out. The 1-month visit on (B)(6) 2024 did not include imaging but noted that no adverse events had occurred since last contact. On (B)(6) 2024 (146 days post-procedure), follow-up computed tomography (CT) revealed patent study devices, no evidence of thrombus, no device issues, and no endoleaks. On 13oct2025 (496 days post-procedure), the patient died. The cause of death is unknown. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. This is a known potential adverse event as described in the instruction for use (IFU). Per the IFU bleeding/hemorrhage is a known adverse event. A definitive cause was identified, bleeding/hemorrhage is a known potential adverse event. Nothing indicates that the event is related to a fault condition of the device, the iliac artery hemorrhage is assessed as an adverse effect inherent to this type of procedure why the event is assessed to be a side effect. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.